Event description:
A report was received that the patient's pocket site was uncomfortable and the patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient's ipg was relocated to the left flank. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's pocket site was uncomfortable and the patient will undergo a pocket revision.